Event description:
It was reported 2 bd plastipack¿ insulin subcutaneous injection syringe with needle had hub separation issues. The following information was provided by the initial reporter, translated from japanese: "the cap and the needle came off together.".

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photos provided. Two photos of two loose 0.3ml bd insulin syringes were provided. The customer reported about needle/shield separation from the barrel. The photos were examined, and it was observed that both syringes exhibited a needle hub/shield assembly detached from the respective barrel. No damage to the barrel tips was observed. Due to the batch being unknown, no DHR review can be completed. Bd was able to confirm the customer¿s indicated failure based on the photos received. CAPA pr1630423 has been opened to address this issue h3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported 2 bd plastipack¿ insulin subcutaneous injection syringe with needle had hub separation issues. The following information was provided by the initial reporter, translated from (B)(6): "the cap and the needle came off together."